Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of sensing was observed. The lead was explanted and replaced without complications. The patient's condition was good before and after the surgery.